Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed that the grip had a scratch, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the control unit had a scratch, the standard connector was dirty due to water leakage, the electrical connector was dirty due water leakage, the image guide protector had a cut, the distal end had a burr, the connecting tube had a buckling, the adhesive around the objective lens had a crack and the left arm had corrosion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset duodenovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed, the air/water cylinder and tube had foreign objects, the distal end had residual liquid, and the inside of the light guide lens had foreign objects. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder, air/water channel, and residual fluid adhering to the distal tip of the device could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material, however, the issues possibly due to an observed leak from the forceps stand and proper reprocessing may not have been able sufficiently remove the material. Additionally, the foreign material observed attached to the light guide lens could not be identified and a definitive root cause could not be determined, however, due to observed deformation/peeling adhesive around the lens, likely due to physical stress form user handling/mishandling and or chemical stress due chemical solutions used, foreign material/dirt and moisture was able to enter the lens. The event may be prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.